Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the nbp parameter was locking up while in use on a patient. No patient harm was reported.